Manufacturer narrative:
Lot # requested but not provided. (B)(4). The event is currently under investigation.

Event description:
When removing the 10fr flexor sheath, the nitinol coiling within sheath started to unravel. Nothing was left behind inside the patient. The physician did comment he had to put some pressure on the rups needle when making a pass. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence. The patient expired 3 days after the procedure due to other complications not related to this event.

Manufacturer narrative:
Clinical opinion of event: the description of the event, the comments of the healthcare provider and the district manager suggests there is no association between this event and the expiration of the patient which was in very poor condition prior to the procedure. Investigation - evaluation a review of the complaint history, documentation and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known, accordingly a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.